Event description:
The customer reported that the system exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. A system repair was determined to be required, however no conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.